Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was recently implanted and was subsequently involved in a bar fight. The altercation resulted in bruising around the pocket and the physician elected to open the pocket to evacuate a hematoma. The patient was stable following the procedure and will be followed normally. The physician does not believe the device contributed to the hematoma.